Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material larger than the inner diameter of air/water nozzle got into the air/water channel caused clogging. The cause of the foreign material getting into the channel could not be determined since detailed information on handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, no flow from the main air/water system on the evis lucera elite duodenovideoscope. Upon inspection and testing of the returned unit, a foreign object was found in the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered that air/ water cannot be supplied due to nozzle clogging, curved rubber bond was cracked, foreign object was inside the nozzle, scratches were found on the operation part, switch box, operation unit cover, up/down/right/ left knobs, on the grip and scope connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.